Manufacturer narrative:
Unique device identification (UDI): (B)(4). Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
UDI: (B)(4). The certas valve was returned for evaluation. Device history record - conformed to the specifications when released to stock on the 21st november 2019. Failure analysis - the valve was visually inspected, no defects were noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to "after steam sterilization the ruby ball sticks to the ruby seat¿ and potential effects of failure include ¿'excessive pressure required to flush the valve pre-procedure, no functional issues were noted during the investigation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas plus valve had no flow. After priming the valve on the back table, there did not seem to be any flow thru the valve. No flow was ever established once connected to the patient and it was replaced with another valve. No surgical delay reported.